Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no reported patient involvement. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation was replaced to resolve the issue. Additional findings not related to the malfunction/issue missing rubber feet, handle o-rings, and the right button of the keypad's coating was worn. There was dust found on the blower box by the third-party service technician. The customer requested that the unit be returned unrepaired. No further investigation is required.